Manufacturer narrative:
The investigation for the reported pump stop issue has been completed. The field data log was reviewed. The returned product was visually inspected and a wrap was found around the reported catheter kink next to the red handle kink protector. The wrap was removed and the catheter kink was revealed. The motor was torn down and no blood, biomaterial, or denatured proteins were observed in the motor. The cause of the high purge pressure and resulting pump stop was a kinked purge line in the catheter next to the red handle kink protector. Instructions for use for the related event are as follows: ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ the failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported 44yo male was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that there were multiple high purge pressure alarms on the pump. The staff reported that there was a kink in the white impella cable and the alarms resolved. Later the pump stopped three times and the patient became symptomatic. The pump was restarted but it was eventually replaced.